Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 10 mg/dl. Suspected cause was due to the low alert was turned off. Customer was treated with glucagon powder, intravenous fluids of saline and potassium. Reportedly, the customer lost consciousness. Customer was released on 5/14/25 with issue resolve and no permanent damage. Customer updated their pump settings to address the event.